Event description:
Elderly male with history of hypertension and recent chest pain. Procedure is percutaneous intervention-balloon angioplasty with stent placement. When the package of the boston scientific guidewire was opened, the j wire was broken/bent. Not used on patient.